Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 14feb2019, it was noted that during the investigation, a crack was discovered through the marked arrow on the red hub.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, manufacturing instructions, and quality control data. The complainant returned one 12fr 20cm double lumen catheter for investigation. Visual inspection of the device concluded that there were two kinks, one kink in the red extension tube as a result from the red clip crimping the shaft and one kink on the blue extension tube also as a result from the blue clip crimping the shaft. Biomatter was present throughout the device, and there appeared to be no other damage to the manifold, suture wing, extension tube, and/or catheter. Two caps were returned with the device, one cap on each hub. A leak test was performed on all hubs. The red hub slightly leaked and visual inspection confirmed that the red hub had a crack through the marked arrow on the hub. The gate (dot) was noted to be on the opposite side of the crack indicating that the crack was along the weld line. Cavity number of the cracked hub was 1. The blue hub did not leak and visual inspection confirmed that there was no damage to the hub. Biomatter was present. A tug test was performed on the connections between the lumen and the suture wing and the hubs. All connections were found to be secure. The failure of leakage and the visual observation of a cracked hub could be duplicated in this investigation. A review of the device history record (DHR) could not be performed due to the lack of lot information available from the user facility. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. The complaint was confirmed based on the returned device. A definitive conclusion could not be established. Measures have been initiated to address this failure mode. The supplier is supporting cook inc. In this process. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information to report.

Manufacturer narrative:
Procode ¿ mpb. Concomitant products: the device was attached to the filter tubing of the prismaflex. PMA/510k# ¿ k161504. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cook turbo-flo hd hemodialysis catheter used for continuous renal replacement therapy (crrt) and was attached to the filter tubing of the prismaflex began leaking at the hub. When the nurse pulled back on the access line for flushing, blood leaked at the hub of access port. Then the leak was noticed when the nurse flushed the line. It is unknown how long the device was in use. The device was removed and replaced in an additional procedure. It was reported that the new device was most likely it was rewired in the same insertion site as the catheter that was removed. As reported, the patient did not experience any adverse effects due to this occurrence.